Event description:
Removal of dental implant. The clinician reported the implants were removed the same day because of pt bone quality.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant unit returned was within specification. Add'l cat# pyr3512, lot# s1006030, exp date: 10/01/2011, device MFR date 10/2006.